Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4) reports that the patient was revised to address pain and fluid buildup. Doi: (B)(6) 2010 dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and fluid buildup.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, lab results form (B)(6) 2013 indicated metal ion levels below 7ppb.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.